Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h8, h11. The date of the event is unknown. A supplemental report will be submitted when provided. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be definitively identified. Based on the investigation results, the malfunction was likely caused by a failure of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had fuzzy image. The issue occurred during inspection for use. There were no reports of patient involvement.